Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model:sc-2317-50 . Serial: (B)(6). Batch: 7072344.

Event description:
It was reported that the patient was experiencing loss of coverage due to leads having high impedances and fracture. It was also noted that the patient had pain and discomfort. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned as they were kept by the facility.